Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, the device was prepared per the IFU and deployed. During deployment of the left atrial disc, a cobra deformation occurred. The device was recaptured and redeployed. Upon redeployment, the cobra deformation occurred again. The device was recaptured and replaced with a new amplatzer occluder and the procedure was completed successfully. The patient remained stable through the procedure.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.